Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037309) on 24-sep-2014. The most recent information was received on 26-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and rash generalised ('rash all over my body') in a 43-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard from 2010 to 2011. Concurrent conditions included obesity, nerve pain and muscle spasm. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6) 2013 to 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal distension ("bloating"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have blood cholesterol increased ("high cholesterol") and weight increased ("weight gain"). In 2014, the patient experienced furuncle ("boil growing on my lower right abdomen/boils on my stomach"), headache ("headaches"), hot flush ("hot flashes"), mood swings ("mood swings"), urinary tract infection ("utis"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), urinary incontinence ("bladder or urinary problems or changes incontinence"), migraine ("migraines"), nausea ("nausea"), feeling abnormal ("brain fog"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), genito-pelvic pain/penetration disorder ("vaginal cramping"), arthralgia ("right sided pain from the hip down"), back pain ("back pain"), paraesthesia ("tingling on arms and hands") and hypoaesthesia ("numbness on arms and hands"). In 2015, the patient experienced visual impairment ("vision/eye problems (type: I had to get glasses)") and alopecia ("hair loss"). On (B)(6) 2015, the patient underwent cholecystectomy ("gall bladder removal"), 2 years 6 months after insertion of essure. In 2016, the patient experienced tooth fracture ("dental problems teeth chipping and breaking"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash generalised (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tension headache ("tension headaches"), hypersensitivity ("allergic reaction") and acne ("little bubble like pimple on my body"). The patient was treated with ibuprofen and surgery (gall bladder removal and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract infection, vaginal infection, anxiety, genito-pelvic pain/penetration disorder, arthralgia and back pain had resolved, the rash generalised had not resolved, the abdominal pain, tension headache, furuncle, hypersensitivity, headache, hot flush, mood swings, female sexual dysfunction, acne, urinary incontinence, migraine, blood cholesterol increased, nausea, tooth fracture, feeling abnormal, dysmenorrhoea, cholecystectomy, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, paraesthesia and hypoaesthesia outcome was unknown and the abdominal distension and alopecia was resolving. The reporter provided no causality assessment for abdominal pain, furuncle, rash generalised and tension headache with essure. The reporter considered abdominal distension, acne, alopecia, anxiety, arthralgia, back pain, blood cholesterol increased, cholecystectomy, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genito-pelvic pain/penetration disorder, headache, hot flush, hypersensitivity, hypoaesthesia, migraine, mood swings, nausea, paraesthesia, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received. Reporter information were added. Medical history, concomitant drug, historical drug, lab data and treatment drug were added. Event : hot flashes, mood swings, utis, vaginal infection, apareunia (inability to have sexual intercourse), anxiety, little bubble like pimple on my body, bladder or urinary problems or changes incontinence, migraines, high cholesterol, nausea, dental problems teeth chipping and breaking, brain fog, dysmenorrhea (cramping), gall bladder removal, dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems (type: I had to get glasses), fatigue, weight gain, hair loss, vaginal cramping, right sided pain from the hip down, back pain, tingling on arms and hands, numbness on arms and hands were added. Event verbatim were updated as boil growing on my lower right abdomen/boils on my stomach. Outcome of the event pain were updated. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037309) on 24-sep-2014. The most recent information was received on 21-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and streptococcal infection ('strep infection on my abdomen that doctor had to drain') in a 43-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard from 2010 to 2011. Concurrent conditions included obesity, nerve pain and muscle spasm. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have blood cholesterol increased ("high cholesterol") and weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), furuncle ("boil growing on my lower right abdomen/boils on my stomach"), headache ("headaches"), hot flush ("hot flashes"), mood swings ("mood swings"), urinary tract infection ("utis"), anxiety ("anxiety"), urinary incontinence ("bladder or urinary problems or changes incontinence"), migraine ("migraines"), nausea ("nausea"), feeling abnormal ("brain fog"), fatigue ("fatigue"), genito-pelvic pain/penetration disorder ("vaginal cramping"), arthralgia ("right sided pain from the hip down"), paraesthesia ("tingling on arms and hands") and hypoaesthesia ("numbness on arms and hands"). In 2015, the patient experienced visual impairment ("vision/eye problems (type: I had to get glasses)") and alopecia ("hair loss"). On (B)(6) 2015, the patient underwent cholecystectomy ("gall bladder removal"), 2 years 6 months after insertion of essure. In 2016, the patient experienced tooth fracture ("dental problems teeth chipping and breaking"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), menorrhagia ("I bleed 13 days on my last menstrual"), rash ("rash all over my body"), tension headache ("tension headaches"), acne ("little bubble like pimple on my body"), joint swelling ("swollen ankles"), peripheral swelling ("swollen ankles and feet"), streptococcal infection (seriousness criterion medically significant), menstruation irregular ("menstrual never comes on time"), skin disorder ("skin condition"), vision blurred ("blurred vision"), amnesia ("memory lost"), skin odour abnormal ("foul odor"), abdominal pain upper ("I can't sleep on stomach"), musculoskeletal stiffness ("I feel stiffness in my neck"), pain in extremity ("my feet hurt all the time"), cholelithiasis ("gall stone in my bladder"), intervertebral disc protrusion ("2 herniated disc"), vitamin d deficiency ("vitamin d deficiency"), swelling ("whole body swell"), limb mass ("lump on my finger"), depression ("depression"), blister ("my feet break out with blister"), goitre ("enlarged thyroid nodule"), neck pain ("neck pain"), uterine enlargement ("uterus is enlarged"), lymphangitis ("infection in my lymph nodes on my neck"), abdominal discomfort ("discomfort in my abdomen"), neuralgia ("nerve pain") and gingival pain ("under my gums my nerves where hurting me"). The patient was treated with ibuprofen and surgery (drainage, gall bladder removal and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, vaginal infection, urinary tract infection, anxiety, genito-pelvic pain/penetration disorder and arthralgia had resolved, the abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, vaginal discharge, tension headache, furuncle, headache, hot flush, mood swings, female sexual dysfunction, acne, urinary incontinence, migraine, blood cholesterol increased, nausea, tooth fracture, feeling abnormal, cholecystectomy, visual impairment, fatigue, weight increased, paraesthesia, hypoaesthesia, joint swelling, peripheral swelling, streptococcal infection, menstruation irregular, skin disorder, vision blurred, amnesia, skin odour abnormal, abdominal pain upper, musculoskeletal stiffness, pain in extremity, cholelithiasis, intervertebral disc protrusion, vitamin d deficiency, swelling, limb mass, depression, blister, goitre, neck pain, uterine enlargement, lymphangitis, abdominal discomfort, neuralgia and gingival pain outcome was unknown, the abdominal distension and alopecia was resolving and the rash had not resolved. The reporter provided no causality assessment for furuncle and tension headache with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, acne, alopecia, amnesia, anxiety, arthralgia, back pain, blister, blood cholesterol increased, cholecystectomy, cholelithiasis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genito-pelvic pain/penetration disorder, gingival pain, goitre, headache, hot flush, hypersensitivity, hypoaesthesia, intervertebral disc protrusion, joint swelling, limb mass, lymphangitis, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal stiffness, nausea, neck pain, neuralgia, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, rash, skin disorder, skin odour abnormal, streptococcal infection, swelling, tooth fracture, urinary incontinence, urinary tract infection, uterine enlargement, vaginal discharge, vaginal infection, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: content received via social media. Events¿ joint swelling, menorrhagia, peripheral swelling, streptococcal infection, menstruation irregular, skin disorder, vision blurred, weight gain, amnesia, abdominal pain upper, musculoskeletal stiffness, pain in extremity, cholelithiasis, intervertebral disc protrusion, vitamin d deficiency, swelling, limb mass, depression, blister, goiter, neck pain, uterine enlargement, lymphangitis, abdominal discomfort, nerve pain, and gingival pain¿ were added. Event of rash downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5037309) 24-sep-2014. The most recent information was received on 21-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and skin bacterial infection ('strep infection on my abdomen that doctor had to drain') in a 43-year-old female patient who had essure (batch no. A90483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard from 2010 to 2011. Concurrent conditions included obesity, nerve pain and muscle spasm. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have blood cholesterol increased ("high cholesterol") and weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), furuncle ("boil growing on my lower right abdomen/boils on my stomach"), headache ("headaches"), hot flush ("hot flashes"), mood swings ("mood swings"), urinary tract infection ("utis"), anxiety ("anxiety"), urinary incontinence ("bladder or urinary problems or changes incontinence"), migraine ("migraines"), nausea ("nausea"), feeling abnormal ("brain fog"), fatigue ("fatigue"), genito-pelvic pain/penetration disorder ("vaginal cramping"), arthralgia ("right sided pain from the hip down"), paraesthesia ("tingling on arms and hands") and hypoaesthesia ("numbness on arms and hands"). In 2015, the patient experienced visual impairment ("vision/eye problems (type: I had to get glasses)") and alopecia ("hair loss"). On (B)(6) 2015, the patient underwent cholecystectomy ("gall bladder removal"), 2 years 6 months after insertion of essure. In 2016, the patient experienced tooth fracture ("dental problems teeth chipping and breaking"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("allergic reaction"), menorrhagia ("I bleed 13 days on my last menstrual"), rash ("rash all over my body"), tension headache ("tension headaches"), acne ("little bubble like pimple on my body"), joint swelling ("swollen ankles"), peripheral swelling ("swollen ankles and feet"), skin bacterial infection (seriousness criterion medically significant), menstruation irregular ("menstrual never comes on time"), skin disorder ("skin condition"), vision blurred ("blurred vision"), amnesia ("memory lost"), skin odour abnormal ("foul odor"), abdominal pain upper ("I can't sleep on stomach"), musculoskeletal stiffness ("I feel stiffness in my neck"), pain in extremity ("my feet hurt all the time"), cholelithiasis ("gall stone in my bladder"), intervertebral disc protrusion ("2 herniated disc"), vitamin d deficiency ("vitamin d deficiency"), swelling ("whole body swell"), limb mass ("lump on my finger"), depression ("depression"), blister ("my feet break out with blister"), goitre ("enlarged thyroid nodule"), neck pain ("neck pain"), uterine enlargement ("uterus is enlarged"), lymphangitis ("infection in my lymph nodes on my neck"), abdominal discomfort ("discomfort in my abdomen"), neuralgia ("nerve pain") and gingival pain ("under my gums my nerves where hurting me"). The patient was treated with ibuprofen and surgery (drainage, gall bladder removal and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, vaginal infection, urinary tract infection, anxiety, genito-pelvic pain/penetration disorder and arthralgia had resolved, the abdominal pain, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, vaginal discharge, tension headache, furuncle, headache, hot flush, mood swings, female sexual dysfunction, acne, urinary incontinence, migraine, blood cholesterol increased, nausea, tooth fracture, feeling abnormal, cholecystectomy, visual impairment, fatigue, weight increased, paraesthesia, hypoaesthesia, joint swelling, peripheral swelling, skin bacterial infection, menstruation irregular, skin disorder, vision blurred, amnesia, skin odour abnormal, abdominal pain upper, musculoskeletal stiffness, pain in extremity, cholelithiasis, intervertebral disc protrusion, vitamin d deficiency, swelling, limb mass, depression, blister, goitre, neck pain, uterine enlargement, lymphangitis, abdominal discomfort, neuralgia and gingival pain outcome was unknown, the abdominal distension and alopecia was resolving and the rash had not resolved. The reporter provided no causality assessment for furuncle and tension headache with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, acne, alopecia, amnesia, anxiety, arthralgia, back pain, blister, blood cholesterol increased, cholecystectomy, cholelithiasis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genito-pelvic pain/penetration disorder, gingival pain, goitre, headache, hot flush, hypersensitivity, hypoaesthesia, intervertebral disc protrusion, joint swelling, limb mass, lymphangitis, menorrhagia, menstruation irregular, migraine, mood swings, musculoskeletal stiffness, nausea, neck pain, neuralgia, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, rash, skin bacterial infection, skin disorder, skin odour abnormal, swelling, tooth fracture, urinary incontinence, urinary tract infection, uterine enlargement, vaginal discharge, vaginal infection, vision blurred, visual impairment, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a90483 manufacturing date: 2013-01 expiration date: 2016-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5037309) on (B)(6) 2014. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and rash generalised ("rash all over my body") in a female patient who had essure (batch no. A90483) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash generalised (seriousness criterion medically significant), abdominal pain ("abdominal pain"), tension headache ("tension headaches"), furuncle ("boil growing on my lower right abdomen"), hypersensitivity ("allergic reaction"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, tension headache, furuncle, hypersensitivity, headache and abdominal distension outcome was unknown and the rash generalised had not resolved. The reporter considered abdominal distension, headache, hypersensitivity and pelvic pain to be related to essure. The reporter provided no causality assessment for abdominal pain, furuncle, rash generalised and tension headache with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to batch no. A90483 . No batch signal could be identified. The batch documentation was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(4) 2017: summons received- case became potentially legal, reporter added, start date and stop date was updated. Events allergic reactions, headaches, bloating, pain were added. Essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.